Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) level was elevated 600 (mg/dl) with moderate ketones. The contact stated the cause of the customer's elevated bg level was unknown. A manual injection was delivered to address bg level. The contact declined to perform troubleshooting with tandem technical support. Reportedly, the customer had stopped using the pump for insulin therapy.